Manufacturer narrative:
The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a tension-free vaginal tape surgery procedure performed on (B)(6) 2017. According to the complainant, several days after procedure, the patient experienced pain. Two months later, she was treated with local anesthesia and steroid injection. She was reported to have temporary relief and nine months after, the sensation of pain has spontaneously reduced. The patient's current condition is reported to be stable.